Manufacturer narrative:
(B)(4). Incomplete/interrupted firing the long60a device was received in good visual condition and with one cartridge reload present. The reload was received partially fired 2/3. After further analysis of the reload, it was notice that the top of the one piece sled rails were deform. This is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.

Event description:
It was reported that during a laparoscopic gastric bypass procedure when firing the device across the jejunum with white reload, the device would not fire. The device locked out and would not open. It is unknown what firing this occurred. The device would not open. The device was pulled off the tissue with no tissue damage. Another device was used to complete the case with no patient consequence. On what tissue type was the device used? Jejunum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing and opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes, the device would not fire.